Event description:
It is reported that the patient developed a knee effusion following an injury. The patient had knee aspirations, which were analyzed for possible infection or poly wear. The knee effusion did not resolve and, therefore, in 2002 patient had removal of total knee prosthesis.